Manufacturer narrative:
Exact date unknown, event occurred over a week ago from the date the manufacturer was made aware.

Event description:
It was reported that the patient was experiencing pain, cramping in the feet, and muscle spasms into the calves and lower legs. The patient reportedly had greater alleviation and functional benefit from the injection.